Manufacturer narrative:
Technician checked functions, no problem found. Alleged problem could not be recreated.

Event description:
Complaint alleged that pt in medsurg room could place nurse call, response not heard in expected location.